Manufacturer narrative:
The device was not returned for analysis. The root cause could not be determined without evaluation of the device.

Event description:
On 08-aug-2023, after one hour use of a nautilus oxygenator the device began to leak blood below the membrane lung. No transfusion was required and there was no adverse patient effect. The patient was reported as alive with no injury.